Event description:
It was reported that the customer had a excessive no delivery alarm on insulin pump. The customer's blood glucose level was 490 mg/dl. The customer was treated with the insulin pump. The customer doesn't want to troubleshoot with the delivery alarm. The customer was advised to discontinue the use of the insulin pump and revert to backup plan. The customer was advised to return the insulin pump with battery and zero out basal rates. The customer was advised that the insulin pump will be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.